Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), a crack on the belt clip rail, and the battery compartment had moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The damage was affecting/impacting pump functionality. The customer was able to clear the alarm. The customer was able to complete the pump rewind, and the insulin pump passed a self test. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self test and displacement test. Pump¿s history and trace files downloaded successfully using thump software. No pump error 53 alarms noted during testing. However, error 53(line number 1299 file number 709) alarms confirmed in the pump history files on 07/13/2025 at 06:31:43.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 j1 / motor / force sensor. The test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay peeling, cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads. Alleged pump error 53(line number 1299 file number 709) alarms confirmed in the pump history files due to a moisture damage on the pcba 1 / pcba 2 j1 / motor / force sensor. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.